Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, right ventricular lead exhibited r-wave amplitude variation. During a follow up visit, the lead exhibited no capture and micro lead dislodgement was noted. An echocardiogram was performed and no perforation was seen. During a procedure on (B)(6) 2017 a minor cardiac perforation was discovered. The lead was explanted and replaced. The patient was stable and asymptomatic throughout.